Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 260 mg/dl and 82 mg/dl within 10 minutes on the compact system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
A hospital in (B)(6) reported via a distributor that the heater wire pins on an rt125 breathing circuit are bent. The bent pins were observed prior to patient use.